Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that there was an impedance issue on the high voltage right ventricular (rv) lead and it appeared to have fractured. At the lead replacement procedure, the helix could not be retracted so the lead was removed via laser extraction. The lead was replaced. No patient complications have been reported as a result of this event.